Event description:
Caller reported a malfunction on the pump, identified by code malf 16- 0x20e6. There was no adverse impact to the customer's blood glucose level. Customer decided to use multiple daily injections as a backup therapy while waiting for a replacement pump. Tandem technical support confirmed shipping details and agreed to send a new pump along with updated software and training support. The customer was also instructed to return the malfunctioning pump using a prepaid return box and label within ten days.